Event description:
On (B)(6) 2013, patient reported the insertion device unintentionally releases the infusion set when the tension element is raised. She reported this happens without unlocking the device or pressing the release button. No physiological effects were reported. The insertion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The linkassist (serial no. (B)(4)) meets the specifications. The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled, and the final test was also carried out with different headsets.